Manufacturer narrative:
Additional information.

Manufacturer narrative:
Additional information: the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
There is suspicion of lead fracture due to high impedance. The lead was capped and replaced. The patient was stable following the procedure.

Manufacturer narrative:
(B)(4).

Event description:
There is suspicion of lead fracture due to high impedance. Additional information regarding the event has been requested but not received.